Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product shown below was used for a surgery for an external injury performed on (B)(6) 2017. - product name: exp ti poly screw 7.5mm x 80mm. - item no: 1797-12-080. - lot no: unknown. During the surgery, it was noticed that a rod (unknown item/lot numbers) could not be placed properly into the head of the above screw after the screw was inserted to pelvis bone. The screw head came off from the screw shaft. The surgery was completed without any problems by replacing with a brand-new screw. There was no adverse consequence to the patient. The surgeon commented that the cause might interference between the head and the bone.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed the screw's tulip head was disassembled from the screw's shank. The inner cap was also disassembled from its intended location. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the shank becoming disassembled from the tulip head cannot be determined from the sample and information provided. A potential root cause may be higher than anticipated amounts of force being applied around and onto the surface of the saddle, resulting in the saddle being dislodged from its intended location. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.